Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, basic occlusion test, and displacement test. No motor error alarms were noted. Unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. No unexpected low battery alarms or battery out limit alarms were noted. The low reservoir alarm feature was working properly. Unit was received with cracked case at display window corners, belt clip slot, and reservoir tube lip. Unit was also received with stained end cap sticker and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. In the alarm history battery out limit and low reservoir alarms were also found. The customer was able to rewind the insulin pump. The no delivery alarm was resolved by changing the infusion set completely. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.